Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2024, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimu lator (ins). It was reported that contacts 6, 7, 13, 14, and 15 were not able to be used following the patient¿s recent implant procedure on (B)(6) 2020, due to high impedance readings. It was reported that the leads were removed from the battery and dried with a sponge and reseated, but the above electrodes remained high. They were able to provide a bit of coverage to the patient¿s head without using the contacts with high impedances, but a lead revision was performed to resolve the issue. During the revision on (B)(6) 2020, an explant of the existing lead and a re-implant of new leads occurred. It was indicated that the issue was resolved at the time of the report. The customer discarded the explanted lead. There were no known contributing factors reported.